Manufacturer narrative:
The device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
At 24 months post successful stent assisted embolization of the anterior communicating aneurysm; the patient had an asymptomatic cerebral infarction, which was caused by in-stent occlusion. The physician stated that the patient had complications due to antiplatelet medication was stopped 15 months post procedure; therefore, previous aspirin regimen (100 mg. Of aspirin daily) was resumed.

Event description:
After 24 months post successful stent assisted embolization of the anterior communicating aneurysm; the patient had an asymptomatic cerebral infarction, which was caused by in-stent occlusion. The physician stated that the patient had complications due to antiplatelet medication was stopped 15 months post procedure; therefore, previous aspirin regimen (100 mg. Of aspirin daily) was resumed.